Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The e1 "telephone number" was corrected due to incorrect country code format. The g2 field was corrected as "user facility" and "other" had not been selected. An olympus field service engineer evaluated the device at the customer site, and the reportable malfunction was confirmed; the eyepiece was missing from the telescope body. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the event is due to user error, since the cup of this product is not glued. The cup can be removed to use the quick-coupling connector. Therefore the product was found to be within specification; no problem found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The manufacturing date and the sales date for the affected device could not be obtained. Therefore, a DHR review could not be performed. The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k944072/ k950076.

Event description:
It was reported to olympus that a telescope was sent in for repair. During initial inspection of the device, the eyepiece was found missing. The reported issue occurred during maintenance. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted to capture the reportable malfunction.